Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer amulet was chosen for implant using an 12f amulet delivery system. During the procedure, the patient was scheduled for a left atrial appendage (laa) intervention and was noted to have a pronounced atrial septal aneurysm (asa), which made transseptal puncture difficult. It was further reported that transesophageal echocardiography (tee) guidance was inadequate, with poor adjustment and an initially defective tee probe noted at the beginning of the procedure, contributing to procedural challenges. Access was ultimately achieved via a patent foramen ovale (pfo); however, the laa landing zone was assessed as suboptimal. Additional procedural difficulty was reported due to the asa septum and imaging limitations. During the procedure, the patient was in arrhythmia-p rhythm at a rate of 60, with an activated clotting time (act) of 315 seconds following administration of 10,000 iu of heparin. No multiple wire or delivery sheath exchanges were reported, and no wire was placed in the left atrial appendage. The device was manipulated but never fully deployed, remaining only partially exposed (¿olive form¿), with one full recapture into the delivery system reported, and it was not released completely. It was further reported that no abbott device came into contact with the patient. The device was not administered as the patient¿s condition became unstable. A pericardial effusion, which was not present prior to the procedure, subsequently developed and was described as circumferential, measuring up to 21 mm, and localized near the left atrial appendage. Abnormal vital signs were observed, necessitating pericardial drainage, and cardiac tamponade was confirmed by the physician(s). The procedure was immediately terminated, and the patient was transferred to the surgical ward for stabilization and further management, with plans for an laa graft discussed following transfer. Protamine (reversal agent) was administered. The user did not attribute the pericardial effusion to an abbott device and instead associated it with suboptimal tee guidance and transseptal puncture site selection.